Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that there was an elective replacement indicator (eri) seen. There was no allegation/dissatisfaction with ins longevity. The patient also reported that her device wasn¿t really stimulating all the time and it would start working again later. The patient reported that the device wasn¿t working well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had the implant for 8 years now and charged it every night. Patient stated they were set at 9.2. The eri sign showed up and now patient needed stim to be replaced. Patient stated it was working well but is shutting down now and needs it replaced before it shuts down completely. As that would not be good. Patient stated it has been stimulating all the time. Patient to have it replaced at end of april, as they can't live without it. Patient stated it was heaven sent.